Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor; cause was unknown. Reportedly, the customer reverted to an alternate form of insulin therapy to address the bg level. The customer was instructed to consult with healthcare provider regarding bg level.